Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Unomedical (B)(4) factory (original manufacturing site) was closed in 2010. Product manufactured at unomedical (B)(4) site.

Event description:
It was reported that patient is having leaking or expelling issues as the balloon is deflating. Patient is using 7ml to inflate balloon and has been trained in how to use this product. Has been using for 7 years and not had this issue in the past.